Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Impella cp with smartassist system: section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smartassist catheter insertion. Section: axillary insertion of the impella cp with smartassist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.".

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that after a couple days, the flow rate began to fluctuate and spikes in motor current were observed. The pump was removed in response to the issue and a clot was discovered in the inlet cage of the pump. A new pump was placed for ongoing support.

Manufacturer narrative:
The investigation low pump flow and thrombus has been completed. The impella device was not returned for evaluation. Data log reviewed and motor current (mc) spike observed followed by many suction alarms and drop in flow , more mc spike occurred after. Resolved impella position in aorta alarms occurred. No placement signal issue seen. Purge spike observed after last mc spike. Clinical stated: flows change noticed and spikes on the mc and clot was caught in the inlet cage of the 5.5 and impella 5.5 replaced to a new 5.5. Pump successfully. Low pump flow: the cause of the low pump flow issue most likely was biomaterial ingestion. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined.